Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer stated that they used manual injections. The customer stated that their blood glucose was 115 mg/dl or 120 mg/dl. The customer doe snot use the sensor feature. They were unable to rewind the device. The customer also reported another error after they removed the battery. They thought removing the battery would clear the motor error. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. No alarm was noted for a restart error. The insulin pump was received with cracked display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.